Manufacturer narrative:
There was no alleged product malfunction related to this adverse event. There were several procedure-related opportunities that may have contributed to or caused the event. The procedure itself is technically demanding and carries the risk of severe complications including pericardial effusion. However, since it cannot be determined what if any role the acutus devices may have played in this event, acutus is reporting this event to be conservative.

Event description:
It was reported that physician was performing direct transeptal puncture using acqguide max 2.0 with acqcross. Fluoroscopy looked good in multiple views once system engaged with fossa/septum. Needle deployed, however, patient quickly became unresponsive, rbbb ECG pattern and blood pressure dropped significantly. CPR commenced while physician positioned pericardial drain under echo. Once drain in situ, patient became responsive again and blood pressure gradually improved. Blood continued to be drained from pericardium for approx. 1 hour before bleeding had almost stopped. Patient transferred to ccu for monitoring at least overnight. The patient was able to return home 3 days post procedure. No product malfunction was reported as being related to this event.